Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. The device has the distal end unraveled. Also, it was returned with a piece of the catheter loaded in the middle of the wire, probably detached from another device. The device has the ballweld detached from the distal section end at 179.9 cm from the proximal section, the ballweld and the distal tip were returned. Overall length and outer diameter of distal tip couldn't be measured due to the device condition. All other outer diameter were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06jul2016. It was reported that the guidewire was unraveled. A 035/180 amplatz super stiff¿ was selected to be used in placing an unspecified uretral stent. An attempt was made to deploy the stent and it was noted that the wire used to pulled it became unraveled. The procedure was completed with another of the same device. No patient complications were reported and patient's condition was fine. However, device analysis revealed that the ballweld and tip were detached.